Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported that she was receiving a failed battery notification with two or three new batteries and then the insulin pump stopped turning on altogether. The customer's latest blood glucose measurement was not recalled. The customer stated the batteries were stored at room temperature. There were no signs of physical damage and the insulin pump had not been bumped, dropped, or exposed to moisture. The battery caps were neither missing nor damaged. No damage or corrosion were found on the battery compartment or spring. The customer was advised to remove the battery for ten minutes and clean battery contacts. The customer inserted the battery correctly and the display did not return on the insulin pump. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.